Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The patient's doctor recommended that the patient be re-measured for a new garment size and that the patient be educated on how to use unscented lotion on the irritation. The patient's irritation improved.